Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2018. It was reported that the patient needed an implantable neurostimulator (ins) revision because the patient lost weight, the implant was difficult to charge and was painful. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep clarified/reiterated that the revision that took place was a pocket revision and that it was performed on (B)(6) 2018. The reason for the revision was that the patient was having discomfort and movement at the ins site. The hcp revised the pocket at secured the ins down with sutures. The issue was resolved. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was scheduled for a lead revision. No further complications are anticipated.